Event description:
The customer reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support called back the customer and performed a pump reset, after which insulin and cgm sessions were resumed, resolving the case with no further assistance needed.